Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on the technical support engineer (tse) notes, the system issue was likely caused by either an improper sterile adapter (sa) connection or the instrument catching while being removed in a bent position. It can be resolved by reseating the sa and power cycling the system, if necessary.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument on arm 1 could not be removed due to the jaws being caught on the cannula. The customer removed the cannula with the instrument as a result. The intuitive surgical, inc. (Isi) technical service engineer explained that the likely cause was either an improper sterile adapter (sa) connection or the instrument catching while being removed in a bent position. The procedure was completed with no reported injury.

Manufacturer narrative:
As of the date of this report, the prograsp forceps instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.